Event description:
Pt post op total knee stood up and took a step or two, and the right side of walker folded in causing fall to right side and r knee. Returned to surgery for wound washout and incision closure (B)(6) 2018, 2 days post-op.